Event description:
This senior medical affairs specialist spoke with the patient on april 23, 2008 in response to her complaint of ten days earlier that her onetouch ultra2 meter would not turn on. The patient shared the following with this specialist and the customer care advocate, cca. More than two weeks before calling customer service, the meter would not turn on. The patient was unable to test. On an unknown date thereafter, the patient had taken her metformin and usual 10 units of lantus in the morning. Later in the day, the patient became thirsty, weak, and drowsy before going to the diabetes center where she is seen twice a month. When the diabetes nurse obtained 156 mg/dl on the center's meter, the patient was advised to take additional lantus when she returned home. She took additional lantus as advised and felt better. Because the replacement product sent by the cca apparently was stolen from her front door after delivery, she has been using a friend's meter. Another lifescan meter will be sent when she returns from egypt at her request. Because the patient claimed that she developed symptoms that can be associated with hyperglycemia after the issue with the product began, this complaint is classified as an adverse event. The issue could not be resolved since the patient did not have a battery.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.